Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, she is not happy with her intermediate and reading visual outcome. She also reported that she is unable to drive at night. She discussed this with her surgeon and her optometrist who told her that given her higher astigmatism, this could be expected. There are two medical device reports associated with this event. This report is for the right eye.